Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a male patient. The patient was injected with radiesse on (B)(6) 2025 (reported as friday evening). Two syringes of radiesse were injected, using a 25 g 40 mm (1.5 inch) cannula. Radiesse was hyperdiluted in a 1:1 ratio. On (B)(6) 2025, immediately after the radiesse injection, the patient experienced vascular compression. As reported, immediately the provider did not like how his skin looked on one side of the cheek area. The health care professional performed a massage and used a warm compress. The provider kept the patient in the office for a while and followed up with the patient that night and the next morning ((B)(6) 2025). On (B)(6) 2025 (also reported as saturday), the health care professional started flooding the area with saline and hylenex, and preformed full vascular occlusion protocol (reported as vo protocol). An ultrasound was performed, which confirmed that it was not a vascular occlusion, but rather that the transverse facial artery was very superficial and choked up (as reported) within the dermis. The health care professional said that it was not a vascular occlusion, but rather a vascular compression. On(B)(6) 2025 (also reported as sunday), another ultrasound was used to assist in the ultrasound guided breakdown of the radiesse. Continuous oxygen was used to support the tissue and hopefully prevent the breakdown. The patients skin looked good despite the compression of his vessels. On the day of this report, a follow-up appointment with the patient was scheduled. The outcome of the event was unknown. Follow-up information was received on 28-jul-2025: the suspect product was recoded from radiesse to radiesse(+). The event pustules was added. The patients initials and date of birth were provided. He was 43 years old at the time of the event. The health care professional was unsure of the weight and reported it was normal for the patients height. The patient was injected with radiesse(+) mostly in the midface, a little bit in nasolabial folds, and a little bit in jawline. Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00201310 (expiry date: 13-dec-2026). A lot of searches in the global safety database was conducted. Radiesse (+) was injected using only cannula. Radiesse (+) was hyperdiluted (product preparation issue, off label use of device). Each syringe was diluted with 2 ml of bacteriostatic saline. His concomitant medications included propranolol and tamsulosin. The patient was previously injected with hyperdiluted radiesse (+), without issues. His medical history included benign prostatic hyperplasia (reported as bph) and acne scarring. The patient had no known allergies. On (B)(6)2025, after the radiesse (+) injection, the patient experienced a vascular compression in transverse facial artery. In(B)(6) 2025, the patient experienced pustules on the lower half of the cheek. On (B)(6) 2025, the patient was seen again, and an ultrasound with hylenex and saline injection was performed. The patient felt immediate relief in the area and cap refill was restored to normal. The patient was monitored continuously throughout the day. On (B)(6) 2025, the patient sent photos which showed small pustules forming on the lower half of the cheek. A follow-up visit was conducted in the office to take photos. Cap refill was normal and skin seemed to be healing in surrounding areas. The skin never became necrotic and eventually small scabs formed. The scabs fell off. At the time of this report, the patient had some red pigmentation on the left cheek where the compression occurred. This was monitored weekly. Some broadband light (reported as bbl) treatment was likely required to reduce redness, any pigmentation or scarring left over, and possibly microneedling if any texture remained. He underwent 10 days of hyperbaric therapy and 7 days of eo2, when not undergoing hyperbaric treatment. Plated topical exosomes, carbon dioxide (reported as co2) masks and tissue nutrient solution (reported as tns) recovery complex were also used to promote healing. The patient was not hospitalized. Due to the provided information, the outcome of the event vascular compression was reported as resolving (changed from unknown).the outcome of the event pustules was considered resolving. In the opinion of the reporter, the event was not considered to be permanent, the treatment was necessary to accelerate recovery and to prevent permanent damage, as without treatment the patient was at high risk of tissue necrosis. Early intervention prevented tissue necrosis, and this likely occurred due to the patients previous treatment with hyperdiluted radiesse(+) and some acne scarring in the area. His tissue was very hard to navigate with the cannula due to scar tissue and some of his vasculature was more superficial. In the opinion of the provider, this was possible to happen with other products, and the only issue related to radiesse(+) was possibly due to the thickness of it. More dilutant was possibly needed when working with hyperdiluted radiesse(+) in the face.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported skin did not look good is considered to be symptom of vascular compression and therefore was not coded. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 28-jul-2025: the batch record review for radiesse (+), lot a00201310, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot of searches in the global safety database was conducted on the reported lot (batch a00201310) and no similar events were noted. The suspect product was recoded from radiesse to radiesse (+). The event pustules was added. The outcome of the event vascular compression was reported as resolving. Product preparation issue and off label use of device were added. This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise whereas the event injection site pustule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported skin did not look good is considered to be symptom of vascular compression whereas the reported scabs and red pigmentation are considered to be consequences of the reported vascular compression and injection site pustule and therefore were not coded. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) with bacteriostatic saline for injections into the mid face, nasolabial folds and jawline is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported skin did not look good is considered to be symptom of vascular compression and therefore was not coded. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a male patient. The patient was injected with radiesse on (B)(6) 2025 (reported as friday evening). Two syringes of radiesse were injected, using a 25 g 40 mm (1.5 inch) cannula. Radiesse was hyperdiluted in a 1:1 ratio. On (B)(6) 2025, immediately after the radiesse injection, the patient experienced vascular compression. As reported, immediately the provider did not like how his skin looked on one side of the cheek area. The health care professional performed a massage and used a warm compress. The provider kept the patient in the office for a while and followed up with the patient that night and the next morning ((B)(6) 2025). On (B)(6) 2025 (also reported as saturday), the health care professional started flooding the area with saline and hylenex, and preformed full vascular occlusion protocol (reported as vo protocol). An ultrasound was performed, which confirmed that it was not a vascular occlusion, but rather that the transverse facial artery was very superficial and choked up (as reported) within the dermis. The health care professional said that it was not a vascular occlusion, but rather a vascular compression. On (B)(6) 2025 (also reported as sunday), another ultrasound was used to assist in the ultrasound guided breakdown of the radiesse. Continuous oxygen was used to support the tissue and hopefully prevent the breakdown. The patients skin looked good despite the compression of his vessels. On the day of this report, a follow-up appointment with the patient was scheduled. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported skin did not look good is considered to be symptom of vascular compression and therefore was not coded. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 28-jul-2025: the batch record review for radiesse (+), lot a00201310, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00201310) and no similar events were noted. The suspect product was recoded from radiesse to radiesse (+). The event pustules was added. The outcome of the event vascular compression was reported as resolving. Product preparation issue and off label use of device were added. This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise whereas the event injection site pustule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported skin did not look good is considered to be symptom of vascular compression whereas the reported scabs and red pigmentation are considered to be consequences of the reported vascular compression and injection site pustule and therefore were not coded. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) with bacteriostatic saline for injections into the mid face, nasolabial folds and jawline is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 11-oct-2025: the reported scarring and redness are considered to be consequences of vascular compression and injection site pustule and therefore were not coded. Causality for the events remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a male patient. The patient was injected with radiesse on (B)(6) 2025 (reported as friday evening). Two syringes of radiesse were injected, using a 25 g 40 mm (1.5 inch) cannula. Radiesse was hyperdiluted in a 1:1 ratio. On (B)(6) 2025, immediately after the radiesse injection, the patient experienced vascular compression. As reported, immediately the provider did not like how his skin looked on one side of the cheek area. The health care professional performed a massage and used a warm compress. The provider kept the patient in the office for a while and followed up with the patient that night and the next morning ((B)(6) 2025). On (B)(6) 2025 (also reported as saturday), the health care professional started flooding the area with saline and hylenex, and preformed full vascular occlusion protocol (reported as vo protocol). An ultrasound was performed, which confirmed that it was not a vascular occlusion, but rather that the transverse facial artery was very superficial and choked up (as reported) within the dermis. The health care professional said that it was not a vascular occlusion, but rather a vascular compression. On (B)(6) 2025 (also reported as sunday), another ultrasound was used to assist in the ultrasound guided breakdown of the radiesse. Continuous oxygen was used to support the tissue and hopefully prevent the breakdown. The patients skin looked good despite the compression of his vessels. On the day of this report, a follow-up appointment with the patient was scheduled. The outcome of the event was unknown. Follow-up information was received on 28-jul-2025: the suspect product was recoded from radiesse to radiesse (+). The event pustules was added. The patients' initials and date of birth were provided. He was 43 years old at the time of the event. The health care professional was unsure of the weight and reported it was normal for the patient's height. The patient was injected with radiesse (+) mostly in the midface, a little bit in nasolabial folds, and a little bit in jawline. Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00201310 (expiry date: 13-dec-2026). A lot search in the global safety database was conducted. Radiesse (+) was injected using only cannula. Radiesse (+) was hyperdiluted (product preparation issue, off label use of device). Each syringe was diluted with 2 ml of bacteriostatic saline. His concomitant medications included propranolol and tamsulosin. The patient was previously injected with hyperdiluted radiesse (+), without issues. His medical history included benign prostatic hyperplasia (reported as bph) and acne scarring. The patient had no known allergies. On (B)(6) 2025, after the radiesse (+) injection, the patient experienced a vascular compression in transverse facial artery. In (B)(6) 2025, the patient experienced pustules on the lower half of the cheek. On (B)(6) 2025, the patient was seen again, and an ultrasound with hylenex and saline injection was performed. The patient felt immediate relief in the area and cap refill was restored to normal. The patient was monitored continuously throughout the day. On (B)(6) 2025, the patient sent photos which showed small pustules forming on the lower half of the cheek. A follow-up visit was conducted in the office to take photos. Cap refill was normal and skin seemed to be healing in surrounding areas. The skin never became necrotic and eventually small scabs formed. The scabs fell off. At the time of this report, the patient had some red pigmentation on the left cheek where the compression occurred. This was monitored weekly. Some broadband light (reported as bbl) treatment was likely required to reduce redness, any pigmentation or scarring left over, and possibly microneedling if any texture remained. He underwent 10 days of hyperbaric therapy and 7 days of eo2, when not undergoing hyperbaric treatment. Plated topical exosomes, carbon dioxide (reported as co2) masks and tissue nutrient solution (reported as tns) recovery complex were also used to promote healing. The patient was not hospitalized. Due to the provided information, the outcome of the event vascular compression was reported as resolving (changed from unknown). The outcome of the event pustules was considered resolving. In the opinion of the reporter, the event was not considered to be permanent, the treatment was necessary to accelerate recovery and to prevent permanent damage, as without treatment the patient was at high risk of tissue necrosis. Early intervention prevented tissue necrosis, and this likely occurred due to the patient's previous treatment with hyperdiluted radiesse (+) and some acne scarring in the area. His tissue was very hard to navigate with the cannula due to scar tissue and some of his vasculature was more superficial. In the opinion of the provider, this was possible to happen with other products, and the only issue related to radiesse (+) was possibly due to the thickness of it. More dilutant was possibly needed when working with hyperdiluted radiesse (+) in the face. Follow-up information was received on 11-oct-2025: at the time of this report, broadband light (bbl) laser treatments were being done. It was lightened enough to where it was not as noticeable, and moxi was planned to manage some scarring/redness. A goal was to have no evidence of injury. The outcome of the events remained unchanged.